Event description:
A 28 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm size and vessel morphology at time of implant are unknown. It was reported that the aneurysm neck was conical in shape, measuring 19.5 mm in diameter below the renal artery. Two cm's lower, the aortic neck measured 22.5 -23 mm in diameter. A recent computed tomography demonstrated that there was a type I endoleak and that the stent graft had migrated approximately 1cm. In 11/04, a aneurx aortic cuff was successfully implanted resolving the endoleak. No additional clinical sequelae were reported and the pt is fine.